Event description:
A patient's meter is reported to have an apply sample and remove strip issues. These issues were not resolved with troubleshooting. Patient was having low blood glucose symptoms. Patient was taken to the emergency room where the blood glucose was 180 mg/dl. Patient was given juice at the ER. It was discovered that patient was also using expired test strips. No further information has been reported.